Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unable to be calibrated, using the calibration disk. It was noted that the stylus was changed, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The display printed circuit board (pcb) was replaced. A keyboard hinge was found to be broken, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service: 2019-02-11.